Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had colon or prostate infection and it was verified through unknown analysis that the infection had attached to the lead tip. There were no additional adverse patient effects reported. The rv lead was explanted.